Event description:
A health care professional reported that during cataract surgery, the ophthalmic handpiece passed the test, but the sculpt function did not work properly. The ophthalmic needle was loose, after tightening it and trying another tip, the same problem persisted. The surgery was completed on the same day with alternative handpiece and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).